Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low accompanied by symptoms. The customer is concerned with results obtained of 71, 72 and 73mg/dl. The expected fasting blood glucose test result range is 82 to 87mg/dl. The customer did report symptom of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018 a back to back blood test was performed non-fasting by the customer and produced test results of 193 and 205mg/dl using true metrix meter. Test strip lot manufacturer's expiration date is 04/25/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).